Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of death and cerebrovascular accident, as listed in the otw graftmaster instructions for use, are known patient effects that may be associated with the use of jostent coronary stent graft in native coronary arteries. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It was reported that the graftmaster was used for treatment of acute left hand ischemia. It should be noted that the otw graftmaster instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment outside the indication contributed to the reported event.

Event description:
Subsequent to the initial report filing, additional information was received stating that the patient had a bleeding disorder with spontaneous bleeds, which likely contributed to a stroke. However, no autopsy was performed. Therefore, the cause of death was not confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat acute left hand ischemia. Thrombectomy was performed using a non-abbott thrombectomy catheter. Ballooning was performed with a 3.0 x 40 mm non-abbott balloon. Then the 4.0 x 19 mm graftmaster stent was implanted successfully. A 6.0 x 5 cm non-abbott stent was also implanted. The procedure was completed and it was reported that the patient tolerated the procedure without complications. Follow-up care was planned for the patient, as the patient was at risk for ineffective peripheral tissue perfusion to the affected extremity and the patient was transferred to the medical intensive care unit (micu). It was reported that the patient died the next day. The possible cause of death was a cerebrovascular accident. No additional information was provided.